Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided including if there were any reported delays in critical therapy.

Manufacturer narrative:
The device was received on 12/28/2009. Investigation is not complete. (B) (4)